Manufacturer narrative:
(B)(4). The device was rec'd and was not in the original packaging. Visual inspection found that the outer tube insulation was nicked exposing bare metal. The device failed hi-pot testing at the location of the insulation damage. Investigation could not determine the root cause of the nicked insulation since the device was removed from its packaging. Covidien manufacturing performs a 100% visual inspection of the product during the manufacturing process in addition to a statistical sample being verified. It is unlikely the device left the covidien facility with insulation damage. No trends have been identified for the investigation findings.

Event description:
The customer reported that there was some damage to the insulation of the device shaft. It was not used on the patient. The device was returned to covidien and failed hi-pot testing.